Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The residual gas analysis was unable to be performed due to damage during failure analysis. The reported complaint of performance decrease could not be verified during this analysis, which was limited in some respects due to the array being severed prior to receipt, as well as the residual gas analysis test being compromised while attempting to measure internal gas composition. This device passed all of the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.